Manufacturer narrative:
The device was not returned for evaluation. Imaging provided shows both rods were dissociated from the screw heads at s1, and the screw head has dissociated from the screw. This is consistent with flexion of the spine. It is also possible that subsequent extension may have pressed the bottom portion of the rod into the screw head causing dissociation. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that the rod slipped out of the screw head at s1.